Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, fracture, organ perforation, embedment. Patient further alleges depression, anxiety. Report from computerized tomography (CT): "there is an ivc filter in an infrarenal location, which the superior tip located approximately 0.5 cm below the inferior margin of the right renal insertion. The filter is tilted posteriorly by approximately 15 degrees. There are two fractured and displaced struts located posteriorly, one of which measures approximately 2 cm in length located anterior to the right aspect of the l3 vertebral body, the 2nd sternotomy measures approximately 19 cm in length, and is located within the right inferior aspect of the l3 vertebral body, with mild surrounding sclerosis. For reference, the thickest anterior strut be considered the 12 o'clock position. The thick strut in the 12 o'clock position perforated the ivc by approximately 11 mm. The thick strut in the 3 o'clock position perforated the ivc by approximately 5 mm, and abuts the wall of the adjacent aorta. The thick strut in the 9 o'clock position perforated the ivc by approximately 5 mm. The thinner strut in the 2 o'clock position perforated the ivc by approximately 1.5 mm. No evidence of ivc stenosis".

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: fracture, vena cava (vc)/organ/aorta/l3 perforation, embedment, tilt, depression, anxiety, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, anxiety, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for device. No other complaints on lots. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k) k171712. Summary of investigational findings: the following allegations have been investigated: perforation of inferior vena cava (ivc), aorta and l3 vertebral body, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2008. In and around (B)(6) 2019, [pt] underwent a computed tomography scan which revealed that the cook ivc filter had moved since its implantation as several struts were now perforating through [pt]'s ivc wall and had perforated into the l3 vertebral body and aorta." Patient outcome: "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting their ability to engage in activities of daily living."